Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided.

Event description:
The patient who underwent laparoscopic cholecystectomy on (B)(6) 2021, had symptoms of common bile duct stones and underwent endoscopic choledocholithotomy. When the md took the calculus out of the patient body, he/she found a clip in the calculus. The CT image showed only one clip at the end of the cut of the cystic duct.

Event description:
The patient who underwent laparoscopic cholecystectomy on (B)(6) 2021, had symptoms of common bile duct stones and underwent endoscopic choledocholithotomy. When the md took the calculus out of the patient body, he/she found a clip in the calculus. The CT image showed only one clip at the end of the cut of the cystic duct.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided and no lot number could be determined through sales history for the customer. The customer returned one loose closed clip from one unit of 544240 hemolok l clips 6/cart 84/box for investigation. The loose clip was visually examined with and without magnification. Biological material was observed on the outside of the clip. No biological material was observed inside the clip. R & d was consulted for this complaint issue. According to r & d, the clip integrity appears intact. The reported complaint could not be replicated or verified based on the condition of the returned sample and the information provided. The appliers were not returned for investigation. Clinical & medical affairs was contacted as part of this investigation in order to address the questions included in the compl aint report. Clinical & medical affairs referenced the clinical evaluation report for this device, rs-000956 rev03, which states, "a systematic review by lee ng et al., concluded that any foreign material in the biliary tree, whether absorbable or nonabsorba ble, may serve as a nidus for stone formation. Absorbable materials may be less likely to cause such a problem. The mechanism by which a cystic duct clip migrates and the factors that make it more likely, were concluded to be speculative. Options reported in the review to seal the cystic duct without clips included harmonic scalpel and ligasure. The routine use of nonabsorbable clips on the cystic duct was reported to be safe and effective; however, rare cases of clip induced choledocholithiasis may occur. This phenomenon of clip migration and stone formation after laparoscopic cholecystectomy is so rare that the authors reported no reason to recommend a change in practice." The instructions for use, l02425, was reviewed as part of this investigation. The IFU states, "before applying a clip, verify the st ructural size and condition of the vessel or structure and use the proper size clip. Ligating clip systems differ in closure characteristics according to clip design and other variables. It is the responsibility of the user to select structures for the application of clips and confirm clip security after placement and after the use of other surgical devices in the immediate area of the application." A corrective action is not required at this time as the root cause could not be determined. The reported complaint of "clip migrates after post-op healing" could not be confirmed based upon the sample received. The customer returned one loose closed clip. Biological material was observed on the outside of the clip. No biological material was observed inside the clip. According to r & d, the clip integrity appears intact. The root cause for the report of clip migration could not be determined based on the condition of the returned sample. Functional testing could not be performed because the clip was returned closed. DHR review could not be conducted since the lot number was not provided and no lot number could be determined through sales history for the customer. The reported complaint could not be replicated or verified based on the returned sample and the information provided. The IFU states, "before applying a clip, verify the structural size and condition of the vessel or structure and use the proper size clip. Ligating clip systems differ in closure characteristics according to clip design and other variables. It is the responsibility of the user to select structures for the application of clips and confirm clip security after placement and after the use of other surgical devices in the immediate area of the application." Therefore, the root cause could not be determined. Telefl ex will continue to monitor and trend on complaints of this nature.